Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was assessed by our field service engineer, and the reported event could not be replicated. The ventilator successfully passed all functional and safety tests and was deemed suitable for clinical use. The provided ventilator logs were reviewed in detail. The event log showed no indications of a ventilation stop. According to the test log, no pre-use check was performed before ventilation began. Additionally, the technical log contained no error codes to suggest a malfunction on the reported event date. In conclusion, there is no evidence of a ventilator malfunction during the reported ventilation period. The alleged ventilation stop could not be confirmed.

Event description:
It was reported that there was a stop of ventilation. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.